Manufacturer narrative:
The investigation for the reported access site bleeding issues has been completed. The impella device has not been returned for evaluation. The cause of the issue was not determined since product was not returned. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient developed oozing from the access site coinciding with fluid collection around the groin. Manual pressure was applied and the pump was subsequently explanted as a result of the noted condition. An impella 5.5 pump was then implanted via axillary access for ongoing support. It was noted the patient survived the procedure.